Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product is still implanted. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted. Concomitant medical products: item # unk/ unk cup/ lot # unk, item # unk/ unk stem/ lot # unk, item # unk/ unk liner/ lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2019 -5297.

Event description:
It was reported patient has been indicated for hip revision for unknown reasons; however no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.